Event description:
The customer reported the ventilator had a leaking sound inside while in use on a patient and the ventilator alarmed due to a low o2 condition. The customer reported there was no patient harm. The manufacturers service technician reported the ventilator was making a leaking sound when connected to oxygen. The service technician reported that with the leak present the unit operated normally (circuit pressurized). Upon visual inspection, the service technician reported the leak was located at the crossover solenoid manifold quick disconnect outlet fitting where the tubing was found attached but not fully inserted enough to complete the seal between fitting and hose. As a result, the pressure to pilot the safety valve can be leaking. This may result in a low o2 condition as described. The service technician reconnected the tubing and performed applicable final testing which passed to operating specifications. The unit had been previously serviced by a 3rd party service group.

Manufacturer narrative:
Loose tubing connection.